Manufacturer narrative:
It was reported that "the workpiece (27040eb) exploded. One part was inside the patient and the other was outside, and the other part exploded. After the explosion, they had to change the equipment to continue the surgical procedure. Therefore, the medical procedure took about 40 minutes." It was furthermore confirmed that the procedure was completed successfully with a prolongation of 40 minutes and there were no adverse consequences for the patient. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the workpiece (27040eb) exploded. One part was inside the patient and the other was outside, and the other part exploded. After the explosion, they had to change the equipment to continue the surgical procedure. Therefore, the medical procedure took about 40 minutes." It was furthermore confirmed that the procedure was completed successfully with a prolongation of 40 minutes and there were no adverse consequences for the patient.